Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 1 patient on a cobas e 801 module compared to an abbott alinity analyzer. The customer was prompted to performed hcg testing on 4 of the patient's tubes drawn at the same time as they questioned the positive results due to the patient having an intrauterine device. For sample 1, the e801 result was 10.4 miu/ml. The abbott result was less than 2.3. For sample 2, the e801 result was 10.4 miu/ml. The abbott result was less than 2.3. For sample 3, the e801 result was 10.1 miu/ml. The abbott result was less than 2.3. For sample 4, the e801 result was 16.1 miu/ml. The abbott result was 5.0. The units of measurement for the abbott results were not provided. The reference ranges for both assays were not provided.

Manufacturer narrative:
The calibration and qc recovery data provided was acceptable. It was determined that the root cause of the event is consistent with the alinity assay having a lower sensitivity to the hcg subtype present in the patient sample. The investigation did not identify a product problem.